Event description:
Caller reported intermittent occlusion alarms. At least once, the customer's blood glucose level displayed as "high," but specific values for each incident were not provided. The customer managed the high glucose level with a correction injection and addressed the occlusion issue by changing the infusion set and cartridge to resume insulin delivery. There was no reported need for third-party assistance.